Event description:
A customer complaint was received, through the product distributor, that their acl advance coagulation analyzer reported an erroneous result. It was established by later communication with the customer that based on an original aptt result of 92.1 seconds, a patient's heparin dose was decreased and then returned to the original rate based on a repeat test result of 53.8 seconds. Per the complainant, no adverse effects to the pt were reported.